Event description:
The customer reported that the m-power battery sternum saw was intermittently without power, then it wouldn't turn on at all, and as a result the facility was unable to harvest organs on time to deliver to a recipient. As reported, the dcd lungs (donation after cardiac death) were not able to be recovered due to the inoperable sternum saw. Per the reporter, the saw was tested at the lab and again while setting up in the hospital or with no problems noted reportedly, but for some reason it didn't work when it was needed during the procedure of harvesting organs. It seemed to work only in short bursts, hence it appeared to work when tested, but after a few such bursts it stopped working completely. The hospital brought in another saw after a few minutes, but their saw did not have the battery attachment or blade with it, which they said it should have had, and by the time they sent for a second saw, it was too late to recover the lungs with the time limit. (Approximate time to harvest lungs dcd is 60 minutes).

Manufacturer narrative:
Evaluation results: an evaluation and testing of the returned handpiece was unable to duplicate the reported problem of "intermittently without power and then not working at all". When received, the unit was thoroughly tested and found it was fully functional with no intermittent issues noted. Further evaluation found the unit failed the leak test at the collet assembly. Also, the controller failed the case impedance test, which indicates moisture intrusion at some point during ownership. This handpiece was fully functional upon receipt per sppr cut test. Verified handpiece cut effectively and without functional problems. A review of the device service/repair history found that the customer returned the handpiece for service in (B)(4) 2011 due to questionable user handling, as it was reportedly dropped into sterile solution causing major damage to the handpiece. A 2-year review of complaint history shows no serious injuries associated with the use of this device. A letter of education regarding proper care and handling of the handpiece as well as recommended back-up device will be forwarded to the customer.